Event description:
Customer's hospitalization was reported by physician's office. Customer was hospitalized due to diabetes ketoacidosis. Customer also had open heart surgery. The blood glucose reading at the time of the event was 813 mg/dl. Customer stated that cracks are in the insulin pump. The insulin pump will be replaced. The current blood glucose reading is 178 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.